Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced low blood glucose. The customer¿s blood glucose level was 2.3 mmol/l. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event the auto mode was on at the time of incident. No further complications were reported. The device will not be returned for analysis.